Manufacturer narrative:
Block b2: exact date unknown, death occurred on (B)(6) 2021. Block b3: exact date unknown, event occurred on (B)(6) 2021.

Event description:
It was reported that the spinal cord stimulation (scs) patient passed away due to an unknown reason. No further information was able to be obtained.